Event description:
Had total knee replacement and comp. Extent leg. Have not been able to return to work since (B)(6) 2014. I found out knee cap has loosened. Have not found a dr to do surgery through worker's comp. Original dr has disappeared. FDA safety report ID# (B)(4).